Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5140510. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that the device, 21g x 0.75" bd vacutainer® winged safety pbbcs with 12" tubing and luer adapter had leakage from tubing upon using the bd push button device. No medical intervention or injury reported.